Event description:
Pt placed on morphine pca after surgery. Reported by night nurse, pt awake and responsive when checked during rounds and was found with respiratory arrest and unresponsive at 23:30. Code was called, pt needed to be bagged and 0.1mg narcan given with pt being aroused and returned to baseline. Event log review performed and determined device programmed as ordered. Device tested and found to be working within specifications. Risk manager reported pts pre-existing condition may have contributed to event.

Manufacturer narrative:
Pt info requested and all available info is included.